Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the reported issue because there were damaged pixels. The fse replaced the display top lcd assembly (d160-00-0127), upper hinge cover (d380-00-0561) and display hinges (d105-00-0138-01 and d105-00-0138-02). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) the screen is damaged.